Event description:
The patient's femur was broken during surgery. The surgeon repaired it using wire. On (B)(6) 2015, it was added that: "according to our sales rep, there is not something wrong during surgery". Ref MFR#: 3005180920-2015-00028.